Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on the morning of the call, the customer experienced a low blood glucose (bg) level of 59 mg/dl. The customer consumed carbohydrates to address bg level. By the end of the call, the customer's bg level was at 129 mg/dl. Reportedly, the customer's diabetes nutritionist is in the process of adjusting pump settings.